Manufacturer narrative:
Analysis on the returned system control board resulted in no failure being found through functional testing, performance testing, and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned relay resulted in an electrical failure being found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when the system booted up, it stated "initializing system please wait." Technical services (ts) requested the site to unplug the umbilical cable and re-boot both system. The issue still occurred. The ts told the site to keep the umbilical cable connected and re-boot both ends and the issue still occurred. There was no patient present when this issue was identified.